Event description:
It was reported that patient saw the manufacturer representative a week prior to the date of the call and changed from program 2 to 4. Patient reported they were still wetting themselves. Patient reported that only 2 programs were working because they had dislodged a couple of their electrodes. The patient stated she went on the tower of terror and she didn't know she wasn't supposed to. The patient stated she was at (B)(6) and she had been having problems ever since. The patient reported she was not feeling stimulation and she increased stimulation to 3.4v at program 1 and then felt stimulation. It was noted the neurostimulator was on. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va04aa8, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type programmer, patient product ID: 3093-33, lot# va04aa8, implanted: (B)(6) 2013, product type: lead. (B)(4).